Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v819673, implanted: (B)(6) 2011, product type: lead. (B)(4)

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. It was reported that the patient's daughter said that the implant really helped with symptom control for the first year however since then had not been as effective. Caller then mentioned that the patient has had several falls and many of the times had fallen on the device itself. The patient had CT scan several weeks ago and reports says no inflammation and hcp told them that the neurostimulator system seems fine however did instruct them to turn ins(stimulator) off, which it had been for a couple of months however that had not affected the spasms. Caller said hcp even mentioned option of having device removed. It was later reported by the healthcare provider that there was not a fifty percent or greater symptom reductions. The cause of the event was undetermined and no reprogramming was needed. Program change was attempted but no benefits. The impedance check was normal and the CT scan was normal. There was loss of therapeutic effect and unknown if sudden. There was no loss of stimulation. The patient did not recover and symptoms/issue was ongoing. (Omitted information pertains to (B)(4) pelvic spasms) the consumer reported that the patient had a loss of therapy. The device worked like a charm the first two years but then stopped being effective, especially at night. They recently changed the programming and intensity which made a little difference but it wasn't like it was before. The patient had a few falls, one right on the device. The patient had a CT scan in january which showed no inflammation and the leads had not moved. The patient had also had a few utis the year of this report. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later indicated patient was still experiencing getting up several times in the night and leakage when getting up out of bed. The reporter noted they have tried at least a couple of the programs, including different amplitude settings and have tried increasing to the point of discomfort. The patient experienced uncomfortable stimulation when adjusting. The reporter inquired about possibility of revision. The patient's appointment was scheduled for (B)(6) 2015 with health care provider (hcp).

Event description:
Additional information received from a consumer reported that the therapy stopped helping the patient¿s symptoms in 2013. It stopped being efficient. The patient had turned her implantable neurostimulator (ins) off since it was not efficient. Ten days ago they put in a catheter. They had to take the catheter out and ¿oddly¿ since taking it out the patient was not having any leakage, and was able to get up and go. But she went very frequently, especially at night. It was noted that the ins had been off for a while. The last time the ins was checked was in (B)(6) 2015. It was checked by someone who worked at the healthcare professional (hcp) office, it was not a manufacturing representative (rep). The battery was good and the battery life was good for a couple of years. They put in 4 new programs to try and she tested each program. It was noted that the patient had a fall in 2013 and it quit working helping symptoms after the fall. The patient fell hard on the cement right on her ins area. The hcp did a CT scan and it did not show any problems. There was no inflammation, no infection, and everything looked good. The patient had several more falls after that.